Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No evidence of sensing issues. Episode 708 shows no non-physiologic sensing. High number of pvcs may contribute to increased sic. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short interval counts (sic). Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.